Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 01-apr-2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the suspect product revealed that the plunger rod was fully retracted and the cartridge presented with a lens stuck in the cartridge tip. The cartridge tip was swollen around the lens. Viscoelastic residue was dispersed through the length of the cartridge. The lens module was inspected and no damage was observed; however, viscoelastic was identified. The device assembly was inspected in which viscoelastic residue was observed below, indicating an excessive amount may have been used which could have contributed to the compliant event. The lens could not be removed from the cartridge for inspection. No further evaluation was performed. The complaint issues of stuck in cartridge and cartridge tip cracked/damaged were identified during the product evaluation; however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) got stuck inside the cartridge. Through follow-up, we learned that when the physician introduced the injector into the incision, and the injector curved not allowing the iol to enter the interior of the sac. Account indicated that the iol was not advanced much earlier as per physician's preference. Another iol of the same model was implanted. No further details provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.